Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). During the investigation, it was unable to be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it was unable to be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the inner sheath has a damaged ceramic insulation at the distal tip, the insulation was partially ruptured during a urostomy procedure. No device fragment fell inside the patient. The intended procedure was completed with another sheath without delay. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the ceramic insulation at the distal tip of the sheath was partially ruptured/broken off. The inspection also noted the sealing rings were missing. The device repair records show the device has not been repaired in the last year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.